Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she experienced low blood glucose in the 40 to 49 mg/dl range, as well as high blood glucose in the 300 to 399 mg/dl range. Customer declined to be transferred for troubleshooting and assistance. The insulin pump will not be returning for analysis.